Event description:
Related manufacture ref: 3008452825-2024-00491, 3008452825-2024-00493. During an atrial fibrillation procedure, a high temperature was noted causing a procedure delay. During the procedure, ablation was stopped as the ampere turned off due to high temperature after catheter connection. The catheter was exchanged which did not resolve the issue. A third catheter was used and the issue persisted. A fourth catheter was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The anchor sleeve was noted to be fractured. A simulated ablation was performed, and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was inadequately bonded within the distal tip well, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported temperature control issue and subsequent cancellation was determined to be consistent with a design related issue. A corrective action was initiated to investigate this failure mode.